Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study via a company representative (rep), that reduced efficacy was the cause of the ins not working as effectively as previously on (B)(6) 2016. No actions will be taken to resolve the ins not working as effectively as previously. The event was reported as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as not due to programming.

Event description:
The health care provider (hcp) reported the patient does not feel that the stimulator was working as effectively as previously on (B)(6) 2016. There was reduced efficacy. Etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure. Interventions was noted as no action taken. Outcome was noted as ongoing. The indication for use included failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study stated the patient reported the scs was working well for pain on (B)(6) 2017. The event resolved without sequelae.